Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right anterior tibial artery. After a guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Upon first inflation at 6 atmospheres, the balloon ruptured. The device was then exchanged with a 1.5 coyote es otw balloon catheter and dilatation was performed with no issue. The procedure was completed using a 2mm-100mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was received with no original packaging or other devices. There was blood in the inflation lumen and balloon. There were multiple kinks throughout the catheter. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right anterior tibial artery. After a guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. Upon first inflation at 6 atmospheres, the balloon ruptured. The device was then exchanged with a 1.5 coyote es otw balloon catheter and dilatation was performed with no issue. The procedure was completed using a 2mm-100mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.